Event description:
Boston scientific crm received information that this patient recently had a cardiac event and their st segments were very elevated. It appeared the device was oversensing t-waves and inhibiting a few beats. The sensitivity was adjusted to 6.0mv and this improved the issue. Technical services (ts) was contacted and discussed increasing the sensitivity to 10mv and also discussed increasing the ventricular refractory period. Eight months later, we received new information indicating this device was now undersensing in the ventricle. Sensitivity was set to 6.0mv, therefore decreased to 3.5mv and this mitigated the issue. No adverse patient effects were reported.

Manufacturer narrative:
Two years later, this device was explanted and replaced due to existing issues with noise, oversensing and pacing inhibition. The device will be returned. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory testing was unable to confirm the reported clinical observations of noise, sensing issues and pacing inhibition during testing.